Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. Initial transesophageal echocardiogram (tee) was performed with evidence of a small amount of fluid (minimal fluid collection below right ventricular) present prior to transseptal puncture (tsp). The patient had a patent foramen ovale (pfo) occluder in the fossa however there was enough room to perform the procedure. The versacross wire position was confirmed with tee, tsp was performed and wire was advanced. The physician was happy with where they crossed and the versacross sheath was then advanced across the septum. There was no difficulty imaging the septum or wire during the procedure and the wire seemed to transition fine into the left atrium with no problem. Soon after the imaging physician done an effusion sweep and noticed a possible effusion in a different location (behind the atria) that was either acute or it was missed during the initial tee. It was decided to abort the procedure and reverse the heparin. No medical or surgical interventions took place, a continuous tee monitoring was performed for the next hour or so. There was never a change in hemodynamics and the patient was stable the entire time. The patient is expected to fully recover. In the physician opinion, the device did not cause any issue or malfunction.

Manufacturer narrative:
It was indicated that the device will not be returned (disposed by facility) for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith efforts to obtain additional information are in progress. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. Initial transesophageal echocardiogram (tee) was performed with evidence of a small amount of fluid (minimal fluid collection below right ventricular) present prior to transseptal puncture (tsp). The patient had a patent foramen ovale (pfo) occluder in the fossa. However, there was enough room to perform the procedure. The versacross wire position was confirmed with tee, tsp was performed and wire was advanced. The physician was happy with where they crossed and the versacross sheath was then advanced across the septum. There was no difficulty imaging the septum or wire during the procedure and the wire seemed to transition fine into the left atrium with no problem. Soon after the imaging physician done an effusion sweep and noticed a possible effusion in a different location (behind the atria) that was either acute or it was missed during the initial tee. It was decided to abort the procedure and reverse the heparin. No medical or surgical interventions took place; a continuous tee monitoring was performed for the next hour or so. There was never a change in hemodynamics and the patient was stable the entire time. The patient is expected to fully recover. In the physician opinion, the device did not cause any issue or malfunction. It was further reported that there was no difficulty imaging the septum/wire during the procedure and the wire seemed to transition fine into the la with no problem. It was mentioned that the devices used did not cause any issue or malfunction. There was never a change in hemodynamics and the patient was stable the entire time. Again, the imaging physician was not sure or not if he missed the effusion during the initial pre septal crossing imaging. Heparin was given, but once this came to our attention. It is unknown what was the act or if the patient stay was lengthened due to this. Patient has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned (disposed by facility) for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.